Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/left occlusion only/failure to occlude fallopian tube - right side/the left fallopian tube was occluded, but the right one was'). In a 40-year-old female patient who had essure (ess205) (batch no. 12272578), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: acetylsalicylic acid (baby aspirin) for thrombocytosis as well, as nsaids since 29-apr-2005 and paracetamol (acetaminofen) since 29-apr-2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia ("bleeding, menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)"), pelvic pain ("physical pain/pain, pelvic area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax), amitriptyline, clonazepam, fluoxetine hydrochloride (prozac), piroxicam (paxil) and surgery (total vaginal hysterectomy,(uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, menorrhagia, pelvic pain and iron deficiency anaemia had resolved. And the abdominal pain, psychological trauma, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, device expulsion, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously reported, insertion date was (B)(6) 2007. Plaintiff received treatment for menorrhagia. Discrepancy noted, in laboratory data result. Insertion detail: there were 6 coils visible in the endometrial cavity after the insertion. The exact same procedure was carried out on the right tubal ostium and at the removal of the assure applicator, 5 coils were visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005, results: unilateral occlusion (left tube occluded). On (B)(6) 2005, essure device was successfully occluded. Imaging procedure: on (B)(6) 2005, left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: added event: post procedural complication. Outcome of events: device dislocation, pelvic pain, menorrhagia and anemia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only/failure to occlude fallopian tube right side') and menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)') in a 40-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin) for thrombocytosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("physical pain/pain:pelvic area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with alprazolam (xanax), amitriptyline, clonazepam, fluoxetine hydrochloride (prozac), piroxicam (paxil) and surgery (total vaginal hysterectomy). At the time of the report, the device dislocation, menorrhagia, pelvic pain, abdominal pain, iron deficiency anaemia, psychological trauma, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, device expulsion and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously reported insertion date was (B)(6) 2007. Plaintiff received treatment for menorrhagia. Discrepancy noted in laboratory data result. Insertion detail: there were 6 coils visible in the endometrial cavity after the insertion. The exact same procedure was carried out on the right tubal ostium and at the removal of the assure applicator, 5 coils were visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2005: essure device was successfully occluded. Imaging procedure on (B)(6) 2005: left occlusion only. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia". Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Following events¿ abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression, mental anguish, dysmenorrhea (cramping), expulsion of essure device and fatigue¿. This case is medically confirmed. Reporter information, demographics, essure lot number, treatment and concomitant medication were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only/failure to occlude fallopian tube - right side') and menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)') in a 40-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (baby aspirin) for thrombocytosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("physical pain/pain:pelvic area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device"), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with alprazolam (xanax), amitriptyline, clonazepam, fluoxetine hydrochloride (prozac), piroxicam (paxil) and surgery (total vaginal hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, abdominal pain, iron deficiency anaemia, psychological trauma, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, device expulsion and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously reported insertion date was (B)(6) 2007. Plaintiff received treatment for menorrhagia. Discrepancy noted in laboratory data result. Insertion detail: there were 6 coils visible in the endometrial cavity after the insertion. The exact same procedure was carried out on the right tubal ostium and at the removal of the assure applicator, 5 coils were visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Imaging procedure - on (B)(6) 2005: left occlusion only. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only') and menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, menorrhagia, pelvic pain, abdominal pain, iron deficiency anaemia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, iron deficiency anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: previously reported insertion date was (B)(6) 2007. Plaintiff received treatment for menorrhagia. Discrepancy noted in laboratory data result. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2005: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, migration. Laboratory data was added. Essure model number changed to essure 205. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.